Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to corroded motor home switch. All the buttons functioned properly and no moisture damage on keypad traces or electronic assembly noted. Unable to perform displacement test due to motor error alarm. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 9.5 mmol/l at the time of the incident. Customer states they are unable to rewind the insulin pump when the rewind was interrupted by motor error alarm. The customer sent the product back for analysis.